Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the no image being displayed could not be identified. However, it's likely the cause is related to a defective/faulty patient board set. The cause of the defective/faulty patient board set is possibly related to the subject device being manufactured before the circuit design of the operational amplifier of the dr board (printed circuit board) was changed. It was confirmed that the design of the operational amplifier of the dr board was changed on april 16, 2018. Also, it¿s possible that the cause of the defective/faulty patient board set is related to the connection with the video connector failing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additional findings were as follows: the housing has normal wear and tear, the unit patient set board was defective, there was a bad scope socket (locking mechanism) and the software version was outdated. This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center had no image. There was no image when the device was plugged into the older model colonoscopes. The reported issue occurred during preparation for use for a diagnostic procedure. There were no reports of patient harm or impact associated with the reported event.